Event description:
The physician made 20 cuts in the anterior tibial (cleaning the device 3 times). After the final cut, the physician removed the silverhawk and they realized the nosecone was missing. After panning, it was found that the nosecone was still on the wire and they were able to remove the nosecone with the wire. The wire appeared to have had contact with the cutter.

Manufacturer narrative:
On (B) (4) 2008, it was determined that the distal tip of the catheter had separated from the housing assembly and it was stuck on the guide wire. The wire was found to be double-kinked 92.5 ad 93.5cm from the guide wire's distal tip. The tip was stuck over the kinks.